Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported by the patient their controller said ¿call your clinician,¿ and thus the patient was advised to call their health care physician (hcp) office for further assistance. Additional information was received from the trial patient. The patient reported, when asked about their "call your clinician" error message, that their lead came out. They noted it did not come out all the way but rather just a little, so they switched to the other side and it worked fine after that. The patient noted not much symptom improvement occurred when they switched sides but that there were no problems with the device after that. The patient wasn't sure of the exact date the event occurred but that it was within the first week of the trial. There were no further complications reported/anticipated.